Manufacturer narrative:
D4 expiration date ¿ added d4 gtin ¿ added d9 product available to stryker ¿ updated d9 returned to manufacturer on ¿updated h3 device evaluated by mfg ¿updated h4 manufacturing date ¿ added due to the automated mes system, there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, the subject main coil was seen to be detached ad not returned. The functional inspection was not applicable. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint was confirmed based on analysis. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. It was reported that the coil detached unintendedly. The device was returned for analysis, and it was noted that the coil was detached and not returned. Therefore, the as reported can be confirmed. The as reported/as analyzed " main coil prematurely detached/separated during use" will be assigned procedural factors as this complaint appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use.

Event description:
It was reported that during procedure, the subject coil got detached in the microcatheter without the power supply and the subject coil was pushed successfully in the aneurysm using physiological solution and a syringe. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Event description:
It was reported that during procedure, the subject coil got detached in the microcatheter without the power supply and the subject coil was pushed successfully in the aneurysm using physiological solution and a syringe. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.